Event description:
It was reported that during a lap cholecystectomy, the device burst open, spilling the contents. They retrieved all the pieces that spilled into the pt with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.